Event description:
On 2 attempts to place catheter, the introducer fractured into multiple fragments. First introducer did this when attempting to puncture the skin. The second upon withdrawal of peeling away, the wings snapped off and left 70% of the introducer intact over the catheter. Both of these events occurred proximal to the patient and no foreign body situation resulted. There was a delay of catheter placement and low of venous access. No extra hospitalization was required as a result of these events. First catheter was not saved, 2nd returned, both in same lot number.